Event description:
The post-market clinical follow-up (pmcf) survey was conducted in italy. Results from the survey stated infection (not at surgical site) adverse event were reported. No other information was provided.

Manufacturer narrative:
File attachment updated. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient infection¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
The post-market clinical follow-up (pmcf) survey was conducted in italy. Results from the survey stated infection (not at surgical site) adverse event were reported. No other information was provided.